Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that leadless implantable pulse generator (ipg) exhibited threshold elevation. It was also reported that the ipg exhibited intermittent pacing and premature battery depletion. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.